Event description:
Chemical burn on tongue, odd feeling on tongue / odd sensation on tongue, swollen tongue, tongue white. Case description: this case was reported by a consumer and described the occurence of chemical burn or oral cavity in a (B)(6) male patient who received double salt dental adhesive cream (super poligrip extra care with poliseal (zinc free formula)) unk (batch no. 9f6b, expiry date unk) for product used for unk indication. On an unk date, the patient started super poligrip extra care with poliseal (zinc free formula). On an unk date, an unk time after starting super poligrip extra care with poliseal (zinc free formula), the patient experienced chemical burn of oral cavity (serious criteria gsk medically significant and other: serious adverse event), tongue abnormal feeling of, swollen tongue and tongue white were not recovered/not resolved. It was unk if the reporter considered the chemical burn of oral cavity, tongue abnormal feeling of, swollen tongue and tongue white to be related to super poligrip extra care with poliseal (zinc free formula). Add'l info: adverse event (ae) information was received on 27 august 2015. Consumer reported adverse event of strange feeling on tongue further described as his tongue felt like acid.